Manufacturer narrative:
No unexpected low battery alerts, failed batt test alarms or battery out limit alarms noted during testing. Passed displacement test and off no power test. The operating currents were in specifications. Insulin pump received with intermittent button response on the up arrow button due to corroded keypad traces noted, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm, low battery alarm and a failed battery alarm. Customer was not able to rewind or clear alarms due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.